Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition . (B)(4).

Event description:
"Customer stated "all probes freezing. So cold it sticks to eye. Pressure gauge freezes over. Pressure gauge leaks". Reference repair order # (B)(4). Ref: (B)(4).

Manufacturer narrative:
*Investigation x-inspect returned samples *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 12/28/2006 under wo # (B)(4) and shipped on 1/10/2007. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted all lots are thoroughly reviewed to ensure that products are released meeting all coopersurgical specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: one additional service history records found for this unit on log 58539, 11/11/10. The 3 way exhaust muffler had been clogged. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint condition. Several were not confirmed. A few were due to high pressure regulator failures associated with wear & tear. Product receipt: the complaint unit was returned on a repair. However, based on log 92392, this unit was at csi on 7/15/19. Visual evaluation: visual examination of the complaint unit revealed minor physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint. Root cause: the pin cup is a component of the high pressure regulator used to meter the pressure of the gas to produce a cold tip. The gasket around the business end of this component can expand when exposed to the gas over a period of time in years. This would affect proper function of the high pressure regulator preventing defrosting. This is possible if the end user is not de-gassing the system per the instructions on top (p/n 34032). The root cause is being attributed to end user error and wear & tear. *correction and/or corrective action the unit was repaired, tested to specification and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
"Customer stated "all probes freezing. So cold it sticks to eye. Pressure gauge freezes over. Pressure gauge leaks" reference repair order # (B)(4). Ref : e-complaint (B)(4).